Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following a fall, the patient experienced pain at the ipg site. X-ray imaging revealed the ipg flipped in the pocket. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Correction: a4 - patient weight should have been 260 pounds instead of 280 pounds. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.